Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1g, every 4 days, ongoing) and ceftazidime injection (1g, discontinued) for peritonitis. The patient was also treated with meropenem injection (1g, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was discharged from the hospital two days after the event onset. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.